Event description:
It was reported that during preparation of the balance middleweight universal ii guide wire, the tip was difficult to shape. The guide wire was not used and was exchanged for a new balance middleweight universal ii guide wire. No patient involvement and no clinically significant delay in the procedure. The returned device analysis revealed that the shaping ribbon is separated. Additional reported information indicates that the shaping ribbon separation did not occur due to manipulation and cath lab staff does not know how the separation occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty shaping the guide wire tip could not be replicated in a testing environment as it was based on operational circumstances; however, analysis of the returned device revealed that the shaping ribbon was separated. Visual inspection and scanning electron microscopy imaging of the returned device suggest torsional overload. There is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.